Event description:
Related manufacturer report #: 2017865-2024-33578. It was reported that low, variable sensing as well as post sensed t wave oversensing was observed on the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD). Because the issue was only captured as a single beat and occurred intermittently, there was not much concern, and it was determined it would be best to continue monitoring with the possibility of programming changes at a future date. There were no patient consequences.